Manufacturer narrative:
Follow-up #1: date of submission 01/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of a power loss; however, a cs 054 call service alarm was recorded, which may cause the display screen to be blank for several minutes. During testing, the pump was exercised for 24 hours, and the rewind, load, and prime steps were completed successfully with no duplicated power interruptions. A delivery accuracy test was performed and passed with the pump delivering within the required specifications. The pump case was removed, and no evidence of moisture ingress or other internal damage was found. The complaint was not duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the patient had a blood glucose (bg) of 411mg/dl with nausea, vomiting and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.